Event description:
Caller reported that they mistakenly turned off a setting on their device and then turned it back on. Customer's blood glucose level displayed as "high," but no specific value was provided. Customer administered a correction bolus using the pump, and cts helped update the pump's time. No third-party assistance was required, and the time issue was not related to a problem with the pump.